Event description:
Patient states that she changed her ms-3 pump on (B)(6) but kept getting a blockage error. Patient checked to see if tubing was clamped, checked tubing for kinks, and switched to a new tubing set but continued to get the same error. Patient is not having any problems with second pump. Malfunctioning pump: sn (B)(4), maintenance due date 10/23/2016. No further questions/concerns at this time. Dose or amount: remodulin 75km; frequency: continuous; route: sq. Dates of use: (B)(6) 2014 to present; diagnosis or reason for use: pah.